Event description:
Received complaint report from another country: pt underwent an external septorhinoplasty and reconstruction of the valve using medpore graft in 2007. Surgeon applied steri strips and splint as per instructions and he checked that there was good perfusion to the nasal tip. One week later, at the post op visit, the splint was removed an ulcer the size of a 5 cent coin was evident. The pt. Was placed on oral and antibiotics and was receiving hyperbaric oxygen.

Manufacturer narrative:
The contact returned 3 boxes of nasal splints 1528110(small), 1528120( med) and 1528137 (large). Returned items (nasal splints & dorsum pads) appeared to have been manufactured per the specifications; no defects found. Review of device history record does not indicate any discrepancies in product or in bill of materials. The root cause for patient's outcome is indeterminate at this time, although, based on the patient's anatomy, it is believed that the surgeon may have used a splint that was too small. The product IFU states that "post-operative edema may add to the splint pressure and may require adjustment in the first few days after surgery." There is no indication from the available information that the patient was seen before one week post-operatively for splint adjustment.